Manufacturer narrative:
The pump was returned to animas. An "ezprime" operation was performed with no alarms duplicated. Review of the pump history reveals one "no cartridge detected" warning and several zero force loss of prime warnings. A misaligned display screen and partially dislodged force sensor pins were observed. Unrelated to the complaint the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Pt reports pump dispensed insulin during load cartridge phase.